Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.

Event description:
It was reported that during an unknown procedure, the clamp arm of the device could not be opened. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Dried body fluids the analysis results found that the device was returned in good physical condition. The device was tested with a test generator and handpiece and was functional as to activation. When functionally tested, the clamp arm opened slowly. The instrument was disassembled and body fluids were found between the inner and outer tube. This condition resulted to have some difficulty to open and close the clamp arm. It is recommended that body fluids be regularly removed from the clamp arm - blade interface to prevent this type of issue.